Event description:
On (B)(6) 2014, the reporter contacted animas, alleging the pump was making high-pitched screeching noises every couple of minutes. The pump screen remained normal on the home screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/17/2014 with the following findings: no defect was found. Black box and alarm history shows no activity outside of normal used. The returned battery cap and cartridge cap were used to complete the investigation. -the pump powers ¿on¿ with auditory and vibration alert, no alarms or any high pitch noise occurred during the investigation, the product performs within specification.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).